Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), defibrillation threshold (dft) testing was performed and was unsuccessful in converting the patient. The patient was externally rescued. The device was then interrogated with a programmer prior to re-attempting dft. A charge time exceeded fault message (code#1007) was observed and the device then reverted to safety core mode. The device was removed and another device was successfully implanted. No adverse patient effects were reported. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). High power visual inspection found no evidence of an arc mark on the casing. Calculations determined that this device did not meet expected longevity. A review of memory confirmed that the charge time exceeded fault (code#1007) first occurred on the date of the procedure. An x-ray noted that the internal high voltage fuse appeared to be intact. The casing was removed and the measured battery voltage was 3.080 volts. The battery was removed from the circuit. Electrical measurements found that the internal high voltage fuse was damaged. High power visual inspection found that this fuse appeared swollen and there were cracks in the coating. Further high power visual inspection of the hybrid and device assembly noted no irregularities and no electrical overstress damage were identified. The high voltage (hv) capacitors were not swollen and no electrolyte fluid was leaking from them. Further review of memory identified an episode on (B)(6) 2014 during dft testing, where three shocks were delivered. The first shock noted a charge time of 3.0163 seconds followed by shock energy of 17 joules which returned a shock impedance of 34 ohms. A second shock noted a charge time of 4.691 seconds followed by shock energy of 26 joules which returned a shock impedance of 35 ohms. A third shock noted a charge time of 8.548 seconds followed by shock energy of 41 joules which returned a shock impedance of 35 ohms and terminated the induced arrhythmia. Nothing unusual was recorded in the device memory regarding the dft testing. Approximately 9 minutes after completion of the dft sequence of shocks the charge time exceeded fault occurred. Additionally, extensive testing isolated damage to a component in the output module which would have prevented further shock deliveries